Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed abnormal results. The user's hearing performance with the device was affected. No specific trauma or infection was reported. When the user was seen again for follow-up only 3 channels could effectively be included in the map. . The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. No specific trauma or infection is reported.